Event description:
The customer reported the unit was shutting down during procedures. The fe verified the issue and that the system was able to boot up and perform fluoroscopy. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested, found to be working as intended and returned to service.